Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up an alert was received for possible output circuit damage. Several aborted charges were observed since (B)(6) 2011. The patient had no symptoms during this time. Lead anomaly is suspect ed. System to be revised.

Event description:
New information received notes that the ICD was explanted.

Manufacturer narrative:
The reported output circuit damage was confirmed in the laboratory. The device was tested on the bench and damage to transistors were found. An arc mark was found on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The output circuit damage is believed to be due to a lead anomaly.